Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop rewind process and the act keypad button is not responsive. The customer's blood glucose level was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: act, escape and down arrow buttons did not respond due to flattened button dome switches(no crease). No unlock on lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime anomaly due to button keypad anomaly. Pump had minor scratched display window and cracked reservoir tube lip.